Event description:
While attempting to perform a suture at the vaginal cuff via the endostitich device, the needle lodged inside the vaginal cuff tissue. Upon the attempt to retrieve the needle, the needle and thread detached from the metal attachment site. Needle irretrievable from the tissue.